Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted for implant and exhibited high threshold measurements. During the procedure, the lead caused a perforation to the right ventricle. The patient was stabilized and the lead was removed and a new lead was successfully implanted with no further issues.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.